Manufacturer narrative:
The reported complaint that the device alarmed "infusion complete" for the unasyn and then the devices shut down was confirmed in the pcu battery logs and was replicated during testing. The review of the battery log showed no previous battery maintenance was performed within a 1-year period as recommended by service bulletin 592a. The pcu event log identified one instance of a missing impending battery warning (very low battery, lb2) that occurred within minutes of the reported event. The user would have seen a message of approaching battery discharge, at this point the pcu should be plugged into an ac receptacle to prevent the infusing pumps being paused by the system and complete shutdown. Battery condition testing was performed on the returned pcu following practices provided in service bulletin 592a, found the battery capacity outside the acceptable range. The manual conditioning was performed on the returned pcu. At the completion of a 24-hour charge cycle, a run time test was performed. The pcu alarmed for battery discharge approximately 15 minutes after the start of the infusion. The battery log showed a capacity of 373 mah, which outside the acceptable range. Inspection of the source pcu found the battery over 2 years old with a manufacture date code of 1634 (august 2016). Service bulletin 592a recommends replacing the battery every 2 years by qualified service personal. The install date of the suspect battery could not be determined. The customer reported that preventive maintenance and inspection was performed on 30jul2019. The missing impending battery warning (lb2) is believed to be the result of poor battery maintenance (no periodic battery conditioning) and a battery in use beyond its useful life.

Event description:
It was reported that while an intubated patient was being transferred from the emergency department to intensive care unit (ICU), the device alarmed "infusion complete" for the unasyn and then the devices shut down. The following were the other medications infusing at the time of the event: propofol drip for sedation and normal saline at 100ml/hr. The pumps were replaced upon patient's arrival to the ICU. However, the patient became agitated, which prompted the nurse to restart and increase propofol' s infusion rate to 60mcg/kg/min. Additionally, the patient required precedex infusion while on mechanical ventilator. Patient was stabilized after the event.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Ethnicity: non-hispanic or latino.

Event description:
It was reported that while an intubated patient was being transferred from the emergency department to intensive care unit (ICU), the device alarmed "infusion complete" for the unasyn and then the devices shut down. The following were the other medications infusing at the time of the event: propofol drip for sedation and normal saline at 100ml/hr. The pumps were replaced upon patient's arrival to the ICU. However, the patient became agitated, which prompted the nurse to restart and increase propofol' s infusion rate to 60mcg/kg/min. Additionally, the patient required precedex infusion while on mechanical ventilator. Patient was stabilized after the event.